Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that during dwell 2 of 4 she found a fluid leak from her patient line at the connector. The patient canceled treatment and was advised to contact her pd nurse. The set has not been made available for eval. During follow up the patient's pd nurse reported that her effluent remained clear. She did not have any signs of infection and was not treated with any antibiotic. No adverse event reported at this time.